Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be discolored and faded. Unrelated to the complaint, the keypad cover was torn above the up arrow button and below the ok button. The ok and contrast keypad buttons were intermittently unresponsive; the up arrow and down arrow keypad buttons responded appropriately. Evaluation revealed evidence of contamination under all key contacts. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.